Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductors¿ length and inner insulation using destructive testing. No fractured or inner insulation breached were observed. Visual inspection found the outer insulation breached in-vivo/ depression. Outer insulation breach did contribute to the electrical complaint, undersensing. Concomitant medical products: 5076-52 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
The right atrial (ra) lead was explanted due to the patient¿s anatomy after an ablation procedure. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.